Event description:
A physician's assistant reported that following insertion of an intraocular lens (iol), it was noted that the haptic or optic had a jagged edge and had caused a capsular bag tear. The iol was removed and replaced during the same surgical procedure with a different model iol. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was torn on the haptic tip. Both haptics were bent-gusset and distal area. The optic was scratched and the optic was torn/split/cracked (cut). While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all document indicate the product met release criteria. There has been one other complaint reported in the lot number. Additional information was requested on 01/22/2010 and 02/08/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4)